Event description:
The customer reported a red x, battery not detected. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a red x, battery not detected. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted once the investigation is completed.